Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and the haptic broke off while advancing out of the cartridge. The lens was not implanted and there was no pt contact or injury. It was stated the cause of the lense was unk. The contact could not recall the model and lot numbers of the injector used.